Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the device air/water-cylinder and the air/water tube. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the observed foreign material in the device air/water cylinder and tube could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.